Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor would not blink when it was connected to the transmitter. Customer's blood glucose was unknown. Cannula was missing after the sensor was removed from the body. Customer will not be returning the sensor for analysis.